Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to include a conclusion code update.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and other manufactures right atrial (ra) lead exhibited cyclic noise that was sometimes being oversensed causing inappropriate atrial tachy response (atr) episodes, as well as observations of far-field oversensing that was appropriately falling into the blanking period. It was also noted that the impedances have been rising intermittently and were reported to be out of range measuring 2397ohms. Technical services recommended to test the lead to see if the noise and measurements could be reproduced. This crt-p device and other manufactures ra lead remains in service. No adverse patient effects were reported.